Event description:
The device went inop while on a pt with a kb0007. There was no pt harm or change in therapy as a result of the malfunction. The mallinckrodt customer support engineer (cse) inspected the device and could not duplicate the alleged event; however, kb0007 was found in the error logs. The unit passed extended self testing. As a precaution, the exhalation transducer pcb and ai pcb were replaced.